Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg.: 30-jan-2025. H3: one device was received for analysis. The reported issue was verified by functional testing. The root cause of the issue was the hub gear was not tightened. The gear was tightened to correct the issue. The device then passed all tests after the repair. The service history review had no indication that the complaint was related to a service of the device within the review period.